Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: 05415067017246, serial: 18695542, batch: a000095610.

Event description:
It was reported the patient experienced ineffective stimulation due to incorrect placement. Surgical intervention was undertaken and the lead was explanted and replaced. It is not known which lead resulted in ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.